Manufacturer narrative:
D10 concomitant product: 72205028, inflow tube set 72205028 hysterolux (lot#4031535); 72205015, procedure kit 72205015 hysterolux (lot#w4l0021); 72205000, control unit 72205000 hysterolux (serial#(B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a hysteroscopic procedure for the resection of submucosal fibroids, the control unit would not complete 'instrument recognition'. The nurse estimates this step went on for approximately 10 minutes before they decided to turn the hysterolux off and on again. Nurses note that not much fluid was passed through the inflow tube at all during this step. When turning it on again, the green light around the power button turned on; however, the screen remained black. The hysterolux was turned off and on again multiple times, achieving the same effect¿green light on but screen black. There was no error or alert displayed. The hysterolux was left off with power disconnected for extended periods of time (up to approximately 5 minutes) before trying to turn it on again. After initial visualization with a regular hysteroscope, issues were encountered gaining entry with the truclear scope, and the cavity became difficult to visualize. Thin tissue, appearing to resemble adhesions and indicative of tissue trauma, filled the cavity, with the etiology of this tissue being unclear¿potentially related to the initial diagnostic hysteroscopy, the use of multiple d ilators, or repeated cavity entries with the truclear scope. No tissue could be resected due to poor visualization. The procedure was extended to approximately 2.5 hours, significantly longer than the expected 1 hour, resulting in a longer time under anesthesia. The case was terminated prematurely with no fibroid resected, and an additional operation was required to address the issue. Troubleshooting steps included multiple attempts to complete 'instrument recognition' on the hysterolux unit, cycling power several times, and ultimately replacing both the hysterolux unit and procedure kit before proceeding with adequate and consistent fluid inflow. Pressure was adjusted to match intrauterine pressure (iup) to the patients mean arterial pressure (map) after switching the device. The patient was advised to have a normal recovery with light activity, eating, and drinking fluids.